Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details cannot be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported right side, pain and suffering, emotional distress, leakage from implants, possible autoimmune reaction. The event of autoimmune reaction" has been deemed not related to the device. Device remains implanted.